Event description:
Caller states, the patient tested 6.2 inr on the coaguchek s system and >18.6 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.